Event description:
It was reported that the patient underwent a replacement surgery of his artificial urinary sphincter (aus) due to unknown reason. A new aus was implanted. No patient complications were reported in relation to this event. Additional information was requested and will be provided as it becomes available.